Manufacturer narrative:
Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available . (B)(4).

Event description:
A customer reported that a patient had an infection after a vitrectomy procedure. Additional information has been requested but none has been provided to date.